Event description:
Customer reportedly obtained a result ranging from 160-170mg/dl on the aviva system while a professional device produced a result ranging from 40-60mg/dl within 10 minutes. Customer was treated with glucose. Requested return of suspect system and replacement was sent.